Event description:
It was reported that "during a gynecological resection, a loop broke. The surgeon had to replace the loop and retrieve the fragments during the same procedure. The procedure was not prolonged, and no x-rays were required". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).